Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. The customer troubleshooting with technical support and found that the test cable was faulty. The customer was advised to try a new test cable. The pse support engineer performed a follow up call and the customer confirmed that the issue was isolated to a faulty cable. There was no indication what new cable was used to resolve the issue.

Event description:
It was reported that during performance verification test the remote alarm failed. No patient involvement.